Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Venous access was obtained and transseptal puncture (tsp) was performed without any issues. The versacross radio frequency (rf) wire was placed in the left superior pulmonary vein (lspv) to advance the watchman access system (was) to the left atrium. A non-boston scientific (bsc) pigtail catheter was advanced to the laa and a contrast injection taken under fluoroscopy. Based on transesophageal echocardiogram (tee) measurements, a 20mm watchman flx pro closure device and delivery system (wds) was selected and deployed and recaptured 4 (four) times partially and 1 (one) time fully. The physician decided to remove the wds and reinsert the non-bsc pigtail catheter to reposition the was into a more posterior position in the laa. A new 20mm wds was opened and prepped and a new injection was performed through the non-bsc pigtail catheter. Review of the fluoroscopy images shows cardiac motion and silhouette normal at this point. The second 20mm wds was inserted and deployed, yet was repositioned 2 (two) more times and then was tugged to test anchor engagement. This wds moved proximally and was still in an acceptable position and then re-tugged. This wds moved again proximally and was once again redeployed. This wds was in an acceptable position and again tugged to try to run through the release criteria. At this point , a pe was noted on tee. The procedure was paused to assess pe and address vitals as the patient experienced hypotension which required intravenous fluids. The patient was watched with the wds in place for approximately 3-4 (three to four) minutes. The decision was made to give protamine and remove the wds. The wds and was were removed from the la and the procedure was aborted. The physician inserted a 8.5fr pericardial drain and drained approximately 1,200cc's of blood from the pericardial space. Patient was hemodynamically stable throughout the pericardiocentesis. The pericardial drain was left in place and the patient was transferred to the intensive care unit (ICU) and they were discharged later. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the versacross devices did not malfunctioned during procedure nor contributed to the event.